Event description:
It was reported that customer experienced continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to reset pump, and after reset no further error appeared and customer successfully started new sensor session.